Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-25876.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies, which triggered the insulin pump to go into threshold suspend mode. The blood glucose reading was 154 mg/dl. The customer stated that the insulin pump alarmed all night and she received a sensor end message, requiring a new sensor. She reported false low glucose predictive alerts. The threshold suspend was set to engage at 60 mg/dl. She also noted that the sensor predicted low blood glucose when her blood glucose reading was 204 mg/dl. The blood glucose reading at the time of call was unknown. Advised the customer that a follow up would be scheduled. Nothing further reported.